Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of a tear on the pink rubber at the distal end was confirmed. Silicone rubber was also missing around the forceps cover. The following additional findings were also noted: cracked glue on the bending section cover, peeling and chipped cement around the objective lens, broken elements on the ultrasound medical products image, minor discoloration and scratches on the insertion tube, and excessive play on the control knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported a tear on the pink rubber at the distal end of evis exera ii ultrasound gastrovideoscope. Malfunction was found at the diagnostic procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the tear on the pink rubber at the distal end and gap of adhesive on the distal end / stain entered inside the lens through the gap was due to the physical damage. The event can be detected/prevented by following the instructions for use which state: ¿warnings and cautions. ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.